Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specificaitons. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.